Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet for two weeks experienced hyperglycemia after announcing and consuming a larger-than-usual breakfast of pancakes with syrup, with a blood glucose of 345 mg/dl about 45 minutes post-meal; the user reported no device supply issues and had changed supplies the prior day, and customer education was provided that the meal announcement likely did not deliver sufficient insulin for the carbohydrate load. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included no hospitalization, no emergency care, and user self-monitoring. Investigation included a customer interview and troubleshooting with education on meal announcements and dosing expectations. Investigation of this case revealed no device malfunction reported or observed and suggests user-related factors associated with high-carbohydrate intake and insufficient insulin delivery relative to the meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia associated with meal-related insulin insufficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.